Event description:
It was reported that a home monitor delivered to a patient on (B)(6) 2017 could not be installed. It seemed that the patient has correctly performed the connection¿s process but the device was not responding. Several tentatives were executed. The device has been exchanged. An investigation is required.

Event description:
It was reported that a home monitor delivered to a patient on (B)(6) 2017 could not be installed. It seemed that the patient has correctly performed the connection¿s process but the device was not responding. Several tentatives were executed. The device has been exchanged. An investigation is required.